Manufacturer narrative:
A log file in reduced format had been forwarded to dräger for evaluation as well as the hospital-internal report with summarized sequence of events and their own conclusions. The log indicates that the device was powered on at 08:04 am on the date of event. The subsequent power-on self-test (post) was successfully completed at 09:16am with a system leak of 30 ml/min i.e. In acceptable range. The case in question was started at 02:10 pm using man/spont with switchover to pressure mode after some seconds. Ventilation was unremarkable under automatic ventilation, the recorded airway pressures and tidal volumes were roughly constant and feasible. Only the etco2 level was found to be elevated at about 55 mmhg and etco2 high alarms were intermittently given. At 02:19pm the user switched to man/spont and had trouble in the following to pressurize the patient adequately. The device alarmed for mv low and apnea co2. At 02:23pm the device was set to standby. After the case in question a leak test was done at 02:28pm. The test failed due to a too high leakage in the manual breathing circuit which substantiates the conclusion of leak in the area of the absorber. No indications for the potential presence of a device malfunction were found in the logs. Dräger finally concludes that the event was caused by an incorrectly mounted co2 absorber. The device behavior that can be derived from the log file is typical for such condition - automatic ventilation is not restricted by an absorber leak while manual ventilation instead is. The elevated co2 level detected and alarmed by the patient gas measurement system supports this. The previously performed procedure went well without problems and the leak test in the morning was passed. Obviously the users had replaced the soda lime canister prior to the procedure in question without performing a new leak test as recommended by the manufacturer in the IFU. The fail result of the subsequently performed leak test confirms that the first use error of incorrectly mounted canister could have been detected by another leak test prior to the suspected procedure.

Event description:
It was reported that approx. 10 minutes after start of procedure a large leakage came into effect which first couldn't be localized. The ventilation was significantly restricted and the users decided to abort the surgical procedure: a leak test was performed afterwards which produced a fail result. From the error messages the operators concluded derive that the leakage was in the area of the soda lime co2 absorber. Beyond the fact that the surgery had to be aborted no patient consequences are known.